Event description:
At the end of a transfemoral tavr procedure, angiography revealed a clot on the right femoral artery (rfa), which was removed. The physicians went through the opposite arterial side and performed a thrombectomy, removing the entire clot, while the 24fr sheath was still inside the patient. Throughout the case the act remained at a therapeutical level. There were no issues with device insertion during the procedure. The patient was stable after the procedure.

Manufacturer narrative:
According to the instructions for use (IFU) for the retroflex 3 introducer sheath set, complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement. Peripheral vessel thrombosis is caused by the clotting of blood and can result in decreased blood flow to tissues. This can be related to many patient and or procedural factors that can lead to an increased risk of thrombosis including the use of large bore devices in patients who often have pvd and/or vessel tortuosity, vessel injury, and inadequate anticoagulation during the procedure. The IFU pre-cautions the use of the device in patients with significant vascular disease. These patients usually present with multiple co-morbidities (pvd, age, which in combination with the procedure put a patient at high risk for peripheral complications). In this case, the cause of the femoral artery thrombosis was attributed to a hypercoagulable state, despite anti-coagulant medications. There was no report of complications/difficulties while using the rf3 sheath nor was there a report of a device malfunction that could have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.